Event description:
It was reported that a vf episode appears to have triggered ventricular fibrillation therapy assurance (vfta), which caused the implantable cardioverter defibrillator to bypass atp and proceed directly to shock therapy. It was noted that this trigger was most likely due to undersensing in the far-field discrimination channel. Further information was requested, however, was not provided.